Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. A supplemental report will be submitted.

Event description:
Medtronic received report that the flow diverter device was being deployed, the distal end open perfectly opposing the vessel wall. After crossing the aneurysm neck and was getting to the proximal segment of the flow diverter, while pushing the flow diverter, it was noted that the flow diverter device was opening more pouching into the aneurysm. It was decided to remove the flow diverter device by pulling the wire and capture the flow diverter device. Upon doing this maneuver, the wire was noted to have gone into the middle section of the flow diverter device preventing the redeployment. The flow diverter device was completely removed from the patient to mitigate a kink / small narrowing segment of the proximal section of the device. There was no resistance when the flow diverter device was navigated or retrieved. No patient injury was reported to have occurred. The anatomy was severe. The aneurysm was in the left cavernous. The patient was not injured and was treated the following day with stent assisted coiling. Ancillary device: (B)(4).

Manufacturer narrative:
The device was reported to have been discarded at the site. Therefore, no device analysis was performed. Per our instructions for use (IFU): the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.